Manufacturer narrative:
E1: (B)(6). The device was returned and inspected. No adnormalities were found with the subject control unit. The customer's complaint was not confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer notified olympus, that during a therapeutic endoscopic sinus surgery, an e222 error code occurred on the otv-s400 camera control unit. The associated ch-s400-xz-ea camera head was replaced and the procedure was completed. The device was inspected before use and resulted in no abnormalities. There was no patient injury or user harm as a result of the event. This event is related to patient identifier (B)(6) for the camera head.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the reported event could not be confirmed and a root cause could not be determined. Olympus will continue to monitor field performance for this device.